Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, false bradycardia and false asystolic episodes were seen recorded on the device. Since patient¿s r wave amplitude was so small, reprogramming to increase the sensitivity was successfully completed. The patient was in stable condition.